Event description:
It was reported that a loss of telemetry monitoring occurred for 4 pts for approx 24 hours due to a presumed hardware failure. No alternative monitoring was established. It was reported that the nurses were doing more frequent pt checks. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.